Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) was not receiving an EKG trigger signal, and only the pressure trigger was active. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that upon inspection, the cable and connectors were in acceptable condition with no visible damage. The fse tested the cable with a simulator. The fse was unable to reproduce the issue. The unit log's did not indicate any issues with the ECG. The unit passed all functional and safety tests and was returned to customer.